Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they still had trouble controlling bowel movements. The patient mentioned pain at their incision scar, for which they had been applying ice. The patient stated they had a pinched nerve on the opposite side, making it difficult to get up from the bed on that side. The patient also reported a sore throat and neck pain. They stated that the device was implanted deeper than before, making the wires or the device more noticeable. The patient was redirected to their healthcare provider (hcp) to further address these issues. Patient reported bowel symptoms. Additional information was received from the patient. They reported that they were still sore around the implant site and that they were still applying ice on the area. Patient was redirected to their hcp to further address the issue.